Manufacturer narrative:
This case was assessed as reportable to the FDA as the event potential vascular occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record of radiesse injectable implant, lot number a00107180, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.

Event description:
This MDR is related to MDR 3013840437-2024-00024 referring to the same patient. This spontaneous report was received from a german physician and concerns a 48-year-old female patient. She was injected with a total of 1.5 ml of radiesse, into the mid face and nasolabial folds, on (B)(6) 2024. Batch number was reported as a00107180. A lot search in the global safety database was conducted. The patients medical history included thrombocytosis (over 600 000 microgram/liter). On (B)(6) 2024, 2 days after the radiesse injection, the patient experienced necrosis, similar to a vascular occlusion in the nasolabial folds. The physician was able to limit the negative effects by taking the right actions and restored the initial condition. The outcome of the event was reported as resolved, after 11 days, on 12-feb-2024. Follow-up information was received on 21-feb-2024: the batch record review was received and the lot number for radiesse was confirmed as a00107180 (exp. 02/2025). A lot search in the global safety database was conducted. Follow-up information was received on 28-feb-2024: the patient was injected with radiesse deep with a sharp needle. No abnormalities were observed during the injection and there were no complaints of pain, nor was any discoloration of the skin observed. She had no previous aesthetic treatments. The patient was treated with antibiotics, prednisolone and aspirin per oral was initiated. Furthermore, the patient received injection of hylase several times a day on consecutive days. The treatment was necessary to prevent permanent damage. It was important to note that the patient had thrombocytosis and she kept it a secret and this explained that the presented problem only occurred with a significant time delay, without any clinical indication of vascular occlusion being presented beforehand. The speed of healing also suggested this. In the meantime, the findings were almost at the baseline. The outcome of the events remained unchanged.